Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent deployment procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the pylorus due to stomach cancer. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the stent was advanced to the stricture and the physician released the stent approximately 5 cm. The physician attempted to reconstrain to reposition the stent; however, the outer sheath was noted to be damaged and the stent was unable to be reconstrained. The device was removed from the patient with the stent partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.